Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts) on (B)(6) 2008 to report that approximately 2-3 months ago after visiting his physician, he passed out. The patient mentioned that he also had problems with swollen legs. Technical services recommended that he contact his physician to discuss this further. Subsequently, boston scientific received information that this device was electively explanted and replaced on (B)(6) 2013 due to normal battery depletion. According to the local representative, the explanting hospital has retained the device. To date, the device has not been returned to boston scientific for laboratory testing.

Event description:
Subsequently, boston scientific received information that this patient contacted boston scientific's technical services (ts) in (B)(6) 2014. Ts was informed that this patient was admitted into the emergency room in august 2013. The patient commented that he "crashed" and was very hypotensive. The patient was told that he was "clinically dead" at that time but was revived following delivery of external shock therapy. The patient was intubated and remained in a coma for three days. The patient alleged that this device should have prevented the adverse event. The device was explanted and retained by the patient. It appears that the explanted device is generating beeping tones on a daily basis. The replacement device was recently checked and the patient was informed that the device is operating normally.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned to boston scientific for laboratory testing. No additional information was available from the local representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.